Event description:
Emt/ff's responded to a person described as in cardiac arrest. The device was connected to the patient with disposable defibrillation electrodes and powered on. According to the report, the device screen had no display but the device auto-analyzed and the operator delivered a device-advised shock properly. Subsequent to the delivered shock, according to the reporter, the device then had no voice prompts along with no display. Als arrived with a manual defibrillator/monitor with which they shocked the patient once then transported to the hospital. Patient outcome is unknown.